Manufacturer narrative:
The facility did not request service. Both phaco handpieces were manufactured on the same date. There were no samples returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 12 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that a handpiece had no torsional phaco power during a procedure. A second handpiece was tried with the same issue. The surgeon was able to aspirate the last fragment of the nucleus with the second handpiece. There was no patient harm.